Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Partial lead (connector end) was returned in one piece measuring 11.8 cm. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 4.6 cm to 5.0 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.